Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with the event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient was not following proper infection control procedures in their home. Per the nurse, the patient was performing pd exchanges in the bathroom and not washing their hands. Therefore, the patient¿s peritonitis can be reasonably associated with a breach in aseptic technique, as reported by the patient¿s nurse.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service (cs) to report they had an infection and were no longer on pd therapy. There were no reported allegations that the infection was related to the use of any fresenius device or product. Additional information was obtained through follow-up with the patient¿s pd nurse. Per the pd nurse, the patient was experiencing symptoms of abdominal pain and shortness of breath. As a result, on (B)(6) 2020, the patient was hospitalized with peritonitis. Per the nurse, the patient¿s shortness of breath was associated with underlying medical conditions and not as part of the peritonitis event. While hospitalized, the patient had the pd catheter (not a fresenius product) removed, and they were transitioned to hemodialysis. Additionally, the patient was treated with vancomycin (unknown dose) intravenously (IV). Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialysis and it was reported that the patient was recovering. Per the nurse, the patient did not have any fluid leaks or any other issues with a fresenius device or product in relation to the event. It was reported the patient was performing pd exchanges in the bathroom and not washing their hands. The nurse also stated the patient has really poor infection control practices at home. Therefore, the nurse attributed the peritonitis event to a breach in aseptic technique.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service (cs) to report they had an infection and were no longer on pd therapy. There were no reported allegations that the infection was related to the use of any fresenius device or product. Additional information was obtained through follow-up with the patient¿s pd nurse. Per the pd nurse, the patient was experiencing symptoms of abdominal pain and shortness of breath. As a result, on (B)(6) 2020, the patient was hospitalized with peritonitis. Per the nurse, the patient¿s shortness of breath was associated with underlying medical conditions and was a symptom of the reported peritonitis event. While hospitalized, the patient had the pd catheter (not a fresenius product) removed, and they were transitioned to hemodialysis. Additionally, the patient was treated with vancomycin (unknown dose) intravenously (IV). Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing outpatient hemodialysis and it was reported that the patient was recovering. Per the nurse, the patient did not have any fluid leaks or any other issues with a fresenius device or product in relation to the event. It was reported the patient was performing pd exchanges in the bathroom and not washing their hands. The nurse also stated the patient has really poor infection control practices at home. Therefore, the nurse attributed the peritonitis event to a breach in aseptic technique.